Event description:
The following information was reported: a hematoma (6 cm or less) was noted after deployment, manual compression was applied for more than 30 minutes. Procedure type: intervention vessel location: coronary sheath size: 6f intended closure: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.